Event description:
It was reported the patient's implantable pulse generator (ipg) device had reached the elective replacement indicator (eri) level prematurely. The device switched to the default pace setting of vvi 65bpm and the patient was symptomatic. Pacemaker dependency is unknown for this patient so no symptoms were defined. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).